Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "def fault 78" and "pacer fault 117" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty mode relay on the hv module. Analysis of reports of this type has not identified an increase in trend.